Event description:
Physician complaint during prox. Release of the treo branch limb bare springs that he is unable to push the grey safety knob proximally, so that he is unable to release the bare springs at all. After we had a closer look together we decided to hold the delivery system very stable and try to apply a much greater force then usually needed. He tried it and after a click the grey knob was loose and he was able to move it and release the bare springs. It seems it was glued to the system. Patient outcome: "all fine."

Event description:
Physician complaint during prox. Release of the treo branch limb bare springs that he is unable to push the grey safety knob proximally, so that he is unable to release the bare springs at all. After we had a closer look together we decided to hold the delivery system very stable and try to apply a much greater force then usually needed. He tried it and after a click the grey knob was loose and he was able to move it and release the bare springs. It seems it was glued to the system. Patient outcome - "all fine."